Event description:
A patient reports while wearing a pod between 24 and 36 hours their blood glucose level had read high (>400 mg/dl).

Manufacturer narrative:
The returned device was evaluated and the pod was received with the soft cannula deployed and a crack in the top housing. Corrosion was visible inside the device, which prevented download of the pod data and contributed to low battery voltages. Inspection of the fluid path found a tear in the unexposed portion of the soft cannula, which resulted in an internal fluid leak. This fluid leak contributed to the corrosion inside the device and prevented the proper delivery of insulin. It could not be conclusively determined if the crack in the housing allowed for fluid ingress that contributed to the observed corrosion. The exact timing and cause of the crack could not be determined.